Event description:
Event description boston scientific received information that this subcutaneous array, atrial, and right ventricular pace/sense leads exhibited low impedance measurements. Associated with this low impedance, was loss of atrial and ventricular capture. Additionally, it was noted that the patient received antitachycardia pacing (atp), which was followed by an error message of 'shorted' on the electrocardiogram. To date, there have been no reported patient symptoms associated with this clinical observation. The device was explanted and replaced with a high energy device. Additionally, it was reported that the subcutaneous array lead was found to be fractured, and was surgically abandoned.